Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a carotid endarterectomy on an unknown date and suture was used. While sewing in the patch, the needle broke off the suture. The procedure was delayed an unknown amount of time. The patient was clamped longer than if the needle didn't pop off. There were no adverse patient consequences reported.